Manufacturer narrative:
With no product, data, or further clinical details, the cause of the hemolysis is unknown and the relationship between the device and hemolysis is unknown. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported a patient with unknow ethnicity was implanted with an impella cp for hemodynamic support. The patient experienced hemolysis the day after support began, as evident by color of urine, also noted to be related to the device. There was no suction at p-9, but hemolysis was strong; p-level lowered to p-6, but the hemolysis did not improve. The patient ultimately expired four days later. It is unknown if the death outcome is related to the impella device. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.